Manufacturer narrative:
The soft cannula was observed to be torn, measuring 0.859 inches, causing fluid to be unable to flow through the complete fluid path. It could not be determined when or how this damage occurred. It could not conclusively be determined if this damaged contributed to the reported event. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. A leak test performed on the device found not other tears or leaks along the fluid path that would cause the device to leak. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 475 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod. The pod was leaking.